Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was seen in the emergency room because they had received shock therapy. The clinician reported the patient's device had not been checked for a long time. Interrogation of the device found it had reached end of life (eol). The arrhythmia was successfully converted and the patient is fine. Boston scientific technical services (ts) recommended the device be replaced as therapy cannot be ensured. The health care professional (hcp) indicated the device would be replaced.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.